Event description:
It was reported that the device was explanted after an implant duration of approximately 0.03 months. It was learned that the reason for explant was due to perivalvular leak.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process. Device not returned.

Event description:
The customer stated that the insulin pump had moisture damage and now the display is blank. Nothing further was reported.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.